Event description:
An error code was presented that prevented completion of the tubing priming process. The error code condition could not be resolved in the short term. A replacement machine was called from the reporter's affiliated hospital. The dialysis therapy was deplayed for several hours because of this inability to prime.